Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose was unknown. The customer was attempting to do an insertion site change when the display of the insulin pump froze. The customer explained that the insulin pump froze on and off. Troubleshooting was not fully completed because none of the buttons on the insulin pump were working. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for three days. No time clock anomaly or frozen screen noted during testing. Operating currents are with in specification. It passed the self-test. No alarms noted. All of the buttons functioned properly. However, found moisture damage on the keypad traces. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, and missing end cap sticker.